Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed incoming functional testing. Upon investigation, v2 inside of ECG 'c' was defective. The cause of the test failure was the defective v2 component. The root cause of the defective v2 component was unable to be positively identified. No adverse event resulted from the defective belt. The patient was issued a replacement belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report service code 204. Patient as issued a replacement electrode belt.